Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion in the 70% re-stenosed, common femoral artery. A command guide wire was advanced to the mid lower limb, passing a previously implanted xience stent, below the knee. The 1.5mm x 40mm x 150cm armada 14 balloon dilatation catheter (bdc) was advanced without resistance over the guide wire, however the balloon failed to inflate. The armada 14 bdc was removed from the patient`s anatomy and another same size armada 14 bdc was used to successfully complete the procedure. The patient is doing well. There were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The inflation issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported inflation issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.